Event description:
It was reported that the patient had ineffective therapy. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.